Manufacturer narrative:
Correction: section h imdrf annex a grid & imdrf annex g grid and unique identifier (UDI). A supplemental MDR was submitted to reflect the correct imdrf annex a grid & imdrf annex g grid.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that cubies not opened, and drawer not detected on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open as the drawer was not detected on the bus. A field service engineer (fse) found no power going to the drawers. The sled was swapped, but power was still not restored. The power supply was tested and swapped, yet the drawers remained unpowered. The pixie bus cable was replaced with no change. A single card was tested outside the system and lit up, indicating the issue had affected all drawers. All drawers were replaced, and user recovered every cubie. The customer tested all functions, and everything worked fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that cubies not opened, and drawer not detected on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.